Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had believed that insulin pump was over delivering insulin. The customer had a low blood glucose level of 28 mg/dl which was treated by glucose tablets. It was unknown whether customer was using insulin pump system within 48 hours of reported hypoglycemic event. No further patient complications were reported. Troubleshooting was performed. Customer will discontinue to use of the product. The product will not be returned for the analysis.  Frn-unk-rsvr, unomed inf set and ozp-mmt-unk-snsr.